Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) auxiliary drawer 4 had two cubies that were unresponsive. A field service engineer arrived onsite and conducted a thorough examination, during which it was found that the tray assembly row board was defective. The field service engineer replaced the tray assembly along with the row board. Following the repairs, the two cubies became functional again, and the auxiliary drawer 4 was restored to good working condition. A pharmacy technician then performed an inventory count, and no additional issues were identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.